Manufacturer narrative:
H3 analysis of the implantable neurostimulator (ins) revealed that the ins passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32g8e, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead; product ID 978b128, lot# va32g8e, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they responded to an e-mail about the event and reiterated patient complaint about leg pain and burns. The rep instructed patient to turn device off, but patient is still in pain. Rep reported the physician is out until march 18th.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they had to shut their therapy off last night because they had burns down their entire leg. Patient stated it felt like they were being electrocuted but it was going down their left leg to their pinky toe and sometimes down to their big toe. Patient also stated right after the surgery they felt like it was burning, when the swelling went down they started developing the burns, last week their whole leg was covered in blisters and burns. Patient mentioned they had a few burns on their left hand but that was nothing compared to their leg. The patient was redirected to their healthcare provider to further address the issue. Patient added they met with their rep at their doctor's office last week when they had the follow-up and they told them they think there's something wrong, their surgeon went on vacation and they'll be back in march; there's no one there to cover for them so they've been in contact with their pcp and they're trying to find them a urologist to get them in asap. No talking points reviewed since patient reported they had to shut their therapy off last night because they had burns and blisters down their entire leg, it felt like they were being electrocuted but it was going down their left leg to their toes. Redirected to hcp to further address issue. Additional information was received from the rep. They reported they spoke with the patient yesterday and instructed her to turn off her device. The answer to if the device caused the burns/blisters is unknown. The physician is on vacation until march 18th, and the patient has an appointment with the provider on that date. At this time the rep does not have any further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and reported they had to have the device removed because it was defective and they were getting electrocuted from inside out and it was burning. The patient stated they had third degree burns on three-quarters of their hand and from their mid-thigh down to their mid-shin. The patient stated the machine was finally pulled out on (B)(6)2025. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated their hcp was out on vacation and no one was helping them. The patient was upset with the lack of communication from the manufacturer and the hcp being on vacation. The patient stated they went five weeks with the machine electrocuting and burning them.